Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was feeling sick with high blood glucose (bg) levels and ketones. The patient thought she may have covid and went to the hull royal infirmary. The patient was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose levels read ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) and ketones of 6 mmol/l while wearing the pod for between 37 and 48 hours. The patient was treated with fluids, insulin, and antibiotics. The pod was removed and discarded at the hospital. The patient was discharged from the hospital after ten days.